Event description:
On (B)(6), 2013, during a surgery for a supracondylar femur fracture, the surgeon had difficulty unlocking the cable lock to remove the cable tensioner and after several uses the cable tensioner did not work anymore. Surgery was extended for approximately 60 minutes. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the pin was received in good condition with no visible damage. The part conformed to all inspection requirements and met all material specifications. Based on the unknown cause and the evaluation performed at synthes, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt age: patient in her 80''s. This review is based on device history record of unsterilized part number 498.803, lot # 7415507. Lot number after sterilization is 8548934. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.